Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: according to images the placed filter was in a nice configuration and was well expanded with no tilt. No sign of perforation. However, since reported that filter was placed about 75 days before retrieval attempt, it may be embedded in the ivc wall and according to imaging from retrieval attempt the filter was nicely grasped by the loop and the sheath was partly advanced over the filter, but apparently the embedded filter legs would not collapse and consequently the filter could not be retrieved no evidence to suggest device was not being manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter was placed about 75 days ago. It was placed without tilt. On (B)(6) 2011, the physician attempted to retrieve the filter using gtrs-200-rb inserting from the right jugular vein but failed, because he could not retrieve the filter inside the sheath. The patient's anatomy had no problem and the filter was not tilted. He gave up retrieving the filter and decided to take a wait and see approach. Patient outcome: the patient did not experience any adverse effects due to this event.